Manufacturer narrative:
Information regarding suspect medical device: common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510k: den170015. Investigation evaluation: the device was returned without any of the two (2) provided catheters. The on/off switch was in the on position and the red activation knob disengaged in the handle for deactivation of the carbon dioxide cartridge. Powder residue was found on the device (on/off switch), activation knob, powder chamber, activation button, and product handle. Our laboratory evaluation of the product said to be involved could not confirm the report. When tested as returned, the device did not spray powder. However, all the components were not included in the return (no catheters were returned) therefore a complete evaluation was not possible. The red activation knob was removed to examine the carbon dioxide cartridge. The carbon dioxide cartridge had no carbon dioxide remaining. The cap on the carbon dioxide cartridge shows full puncture. Using a calibrated tool, the position of the lance was checked and found to be positioned correctly inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. When retested with a new carbon dioxide cartridge, the device sprayed powder as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence of unable to spray powder was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation due to the condition of the returned device said to be involved. The used catheters were not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use states: "activate co2 cartridge by turning red activation knob until it stops. Note: do not over rotate knob as this could damage the device." The instructions for use also state, "to allow powder deployment, turn red valve to open position. Note: the device is now active and ready for use. Do not press trigger button until powder deployment is desired." The instructions for use indicates; "to deploy powder, hold handle upright and depress red trigger button for 1-2 seconds and release." Catheter occlusion can be a cause of this device not being able to spray powder. Catheter occlusion can be related to the handling of the device during the procedure. To assist the user the instructions for use state the following, "note: do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion... Precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel... Note: if catheter becomes occluded, turn red valve to closed position, remove catheter from endoscope and replace with extra catheter provided in package." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The catheter was placed down the endoscope working channel. Upon connecting the deployment device, the device was making a loud screeching noise. The carbon dioxide cartridge seemed to not be properly sealed and would not deploy [the powder]. A new hemospray deployment device was used with the original catheter to successfully complete the procedure. The cook sales representative provided the following information on 21-august-2018: "I spoke with the nurse involved in the case and he says this was user error. The two catheters that came with the original device that is shown as defective did not get turned over to me. They were disposed of. As stated, they said they finished the case with the original catheters. Looking at this defective device, it doesn¿t seem to be defective. It is properly functioning." A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.